Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms, no capture, and a lot of oversensed atrial noise on stored electrograms (egms) and with isometrics. There was no noise with pocket manipulations, normal ra sensing was noted, and all other leads tested fine. There also appeared to be respiratory rate trend (rrt) oversensing. Additional information received indicated that the patient was seen for follow-up and chest x-rays showed no sign of ra lead fracture. The device was programmed to vvi, rrt was programmed off, and atrial-based detection enhancements were programmed off. This crt-d and ra lead remain in service at this time, however revision was likely in the future. No adverse patient effects were reported.